Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: ruto, sion blue, guide cath: launcher ebu3.75sh, opticross, stent: resolute integrity 3.5x26. The tenku device is currently not commercially available in the us; however, it is similar to a device sold in the us. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, eccentric 90% stenosed de novo lesion in the proximal left anterior descending (lad) artery. Pre-dilatation was performed and a non-abbott stent was implanted in the target lesion. Strong resistance was noted when removing the stylet from a 3.5x15 mm nc tenku balloon dilatation catheter (bdc). The bdc was advanced for post-dilatation; however, an attempt was made to dilate the balloon at 6 atmospheres and the balloon failed to inflate. The balloon was attempted to be inflated again at 6 atmosphere and then the balloon was unable to be deflated. When the devices were removed as a single unit, the distal end of the sheath was used to rupture the balloon and the bdc was removed successfully inside of the sheath. There were no adverse patient effects or a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported separation was confirmed. The reported inflation/deflation issues and difficulty removing the stylet/mandrel could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported inflation/deflation issue or the difficulty removing the stylet/mandrel; however, the reported separation and additional treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: when the 3.5x15 mm nc tenku bdc was removed, the tip of the balloon was noted to have separated inside of the guiding catheter. The guiding catheter was replaced with an additional non-abbott guiding catheter. No additional information was provided.